Event description:
This ra lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2018. A call was placed to technical services on 06/07/2018 stating that this lead was involved in an infection and erosion. The physician was dr. (B)(6) at (B)(6) in (B)(6), ne. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).